Manufacturer narrative:
Product event summary #2016-06-02, 12:59:57, breiss1: the full lead was returned and analyzed. Analysis revealed that the distal electrode of the lead with the mcrd (monolithic controlled release device) that contains the steroid was torn. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a possible fracture. The lead was capped and replaced. During the replacement procedure for the lead, the helix of the replacement lead would not deploy. Two other locations were attempted and the helix still would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.